Event description:
The customer reported to olympus during preparation for use, the video system center cannot connect to the power after starting up. The facility stopped the procedure before giving patient anesthesia. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the start-up failure was due to a faulty power board/ supply unit and the image was noisy due to a faulty socket. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was estimated that the indicated phenomenon was caused by the failure of the power supply unit. Olympus will continue to monitor field performance for this device.